Event description:
Technician alleged that the siderails will not stay up.

Manufacturer narrative:
Technician found the shoulder bolt missing from both siderails. Technician replaced the siderail nuts and bolts to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.